Manufacturer narrative:
The complainant made no indication of an omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.

Event description:
The complainant involved a patient who underwent knee revision surgery on (B)(6) 2014. The original surgery was dated (B)(6) 2013. The revision surgery was performed due to loosening of the tibial baseplate. The surgeon performed an exchange of the tibial baseplate and retaining bolt. The ultra tibial insert was also exchanged from a 5 x 14mm to a 5 x 20mm.